Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. Clinician tested the alert functionality and reported the alerts were functional. Clinician did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of an intermittent audio output. The root cause was determined to be a defective speaker.